Event description:
The facility reported a colleague infusion pump in which the pump head keypad was not working. This problem was identified before use. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of a non-functional pump head module (phm) keypad was confirmed during evaluation. The open button was found to be inoperative, and was determined to have been caused by a defective keypad. The phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.